Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by clinical support and no issues were determined. Customer changed the pump supplies and resumed insulin delivery. Customer's blood glucose was 134-178 mg/dl.